Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278302, expiration date 09/30/2015). (B)(4).

Event description:
Customer received a result of hi (greater than 33.3 mmol/l) on the mobile system and a result of 2.9 mmol/l on the compact plus system within 10 minutes. Low blood glucose symptoms were reported with these results. The customer's husband provided her with a sugary drink. No adverse event related to the device was reported. Requested return of suspect device.